Event description:
It was reported, the patient experienced burning sensations and discomfort at the ipg site. Subsequently, the patient underwent surgical intervention, where his scs system was explanted. Please note: the explant date was not provided.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.